Event description:
Patient presented back to the physician with a reoccurring stimulation lead protrusion and infection. Physician brought the patient into the operating room and removed the entire inspire system.

Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site and drainage at the chest incision site. Cultures were taken and results returned positive for staph infection. Physician brought the patient into the or, flushed the neck and chest pocket with antibiotic solution, tucked the stimulation lead, and closed both incisions. Physician prescribed antibiotics after the procedure was completed.